Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll on 01/29/2016. Investigation results as follows: a visual inspection of the returned autopulse platform was performed and found that the top cover and front enclosure were cracked and the battery lock was bent. These physical damages are not related to the reported complaint of autopulse platform displaying a user advisory (ua) 16 message. The autopulse platform is a reusable device and was manufactured on 02/1/2009. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device a review of the platform was performed and numerous user advisories (ua) 16 (timeout moving to take-up position) messages were observed on the event date of (B)(6) 2016. There were no other significant problems found in the archive. During functional testing "ua16" was observed after the platform performed first compression. The brake was freed and cleaned with alcohol to remedy the reported complaint. The brake gap was observed to be still within specifications (+/-.008"). Additional work completed not related to the reported complaint to ensure that the autopulse platform is functioning without issue was the clutch plate was deburred. In summary, the customer's reported complaint of autopulse displaying ua 16 was confirmed during archive review and functional testing. The root cause for ua 16 was due to the brake seizing. After freeing and cleaning the brake, ran the platform for 15 minutes run-in test with large recitation test fixture (lrtf) with no problems. The autopulse platform passed all final testing criteria.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on01/29/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed

Event description:
The customer reported that during shift check, the autopulse platform displayed user advisory 16 (timeout moving to take-up position). The lifeband was replaced and repositioned. However, the user was unable to clear the error message. No patient involvement was reported. No additional information was provided.